Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas to report the patient was elevated and was not responding to bolus insulin doses via the subject pump. The patient's blood glucose readings were running in the 200's mg/dl on the night of (B)(6) 2012. Subsequently, the patient's blood glucose reading increased to the 600's mg/dl after the supplies were switched out with new cartridge, new insulin, and new site. The reporter contacted the patient's doctor and was advised to cease insulin pump therapy and place the patient on the backup short acting insulin and lantus via syringe. During troubleshooting, the reporter confirmed there was no bent cannula issue. The site was rotated accordingly, avoiding any scar tissue. The bolus and basal history showed the insulin was delivered appropriately without any partial delivery or suspension. The total daily dose added up accordingly. The pump was able to deliver 5 units of insulin during an air bolus test. There was no evidence of a product malfunction associated with the reported event. This complaint is being reported because the patient had unexplained elevated blood glucose above 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the black box begins on 04/06/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.